Event description:
During the set-up for cardiopulmonary bypass, it was reported that the occluder on the roller pump would not occlude the tubing. There were no adverse consequences to the pt reported as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.